Event description:
It was reported that the patients lead entry site is bulging out and has blister. It was mentioned that the lead and anchor was very close to the skin. The patient underwent an explant procedure wherein the system was explanted. The patient was doing well post operatively. The explanted device was discarded at the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7079155. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 560920. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Batch: 30207529.